Event description:
Correction: it was reported the device was subject to the ellipse implantable cardioverter defibrillator advisory of (B)(6) 2019. Explant of the device has been performed.

Event description:
New information noted that the patient was stable after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench. No anomalies were detected.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The device is included in the ellipse wire bond advisory notice issued by abbott on 20 june 2019 which identified electrical wire connections that are not completely insulated. This malfunction is likely to cause or contribute to a serious injury since electrical wiring connection issues may result in the device being unable to deliver therapy, and is therefore an MDR reportable complaint.